Manufacturer narrative:
Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1089330 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000 / lot: 1089330, test base part number 192-430 / lot: 1089330. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1089330 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single-use; device discarded.

Event description:
The customer reported false positive results with the ID now covid-19 2.0 assay performed on (B)(6) 2022 using a direct-tested kit swab with a nasal sample. This MFR. Report addresses test two (2) of three (3). Confirmation testing was not performed. The customer stated the patient was asymptomatic the customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Single-use; device discarded.

Event description:
The customer reported false positive results with the ID now covid-19 2.0 assay performed on (B)(6) 2022 using a direct-tested kit swab with a nasal sample. This MFR. Report addresses test two (2) of three (3). Confirmation testing was not performed. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.